Event description:
It was reported that a revision surgery was performed to remove and replace a closure top that had migrated out of its mating pedicle screw post-operatively. The surgeon decided to observe the patient for a few months before performing the revision. The original screw was kept in place and only the closure top was explanted with no patient impact. This is report two of two for this event.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2025-00222.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove and replace a closure top that had migrated out of its mating pedicle screw post-operatively. The surgeon decided to observe the patient for a few months before performing the revision. The original screw was kept in place and only the closure top was explanted with no patient impact. This is report two of two for this event.